Event description:
It was reported the device had a cracked/broken screen. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, damaged battery compartment, and scratched lens. Functional testing was able to verify and duplicate the reported issue. It was determined that the lens was the root cause. The dso sensor, dso seal, battery compartment, and lens were al replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.